Manufacturer narrative:
The pump was received with operating currents within spec. The pump passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump error 63 alarmed during self-test and confirmed in pump history file due to cold solder joint at u1 keypad assembly. The pump was received with fading serial number label. The pump was received with cracked keypad overlay at select button. The pump was received with minor scratched lcd window, case and keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had pump error alarms. It was reported that the pump would have to be replaced and returned for analysis. No further information provided.